Event description:
The customer reported a fluid leak and calcium build up on the electrical wires of the ortho provue analyzer. Although the customer indicated that no erroneous results or direct injury were reported and the instrument was taken out of use, the analyzer did not post any error messages regarding the issue. Fluid leak can lead to dilution or contamination of reagents/samples and erroneous test results.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer (fe) arrived on site and found that the dispense tubing that connects to the dilution station was disconnected and the cap for wash solution b bottle was cracked. The fe reconnected the tubing and replaced the cap. The fe cleaned up the wash fluid leakage and crystallized detergent to return the instrument to expected operation. The health check inspection performed was successful. Qc was acceptable. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4)